Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer arrived on site, confirmed the 23062 errors, ordered and replaced the mced (ssc ergo board), and verified that the system was functioning as intended after the repair. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The cfg, mced, 5000, p1.1.1 min sw was analyzed and the reported error 23062 was confirmed but not replicated; visual inspection found no issues related to the event, and the unit was successfully programmed and tested on an in-house system with no errors triggered during multiple power cycles and overnight idling.

Event description:
It was reported that during prior to starting, da vinci 5, errors were observed at power up, specifically error code 23062, which indicated an issue with the console tilt ergonomics. Troubleshooting was initiated by attempting to recover from the error and performing a complete power cycle, including cycling the main breaker on the rear of the affected console. Despite these steps, the error persisted, and the user was unable to adjust the viewer ergonomics. The system was then powered on with the errant console powered off, allowing normal function with a single console. Further follow-up was planned for a field engineer to address the issue. The procedure was completed as planned with no report of patient injury.